Event description:
The recent download from a female patient revealed several "battery pack faults". These flags occurred with the same battery pack. Support attempted to contact the patient to discuss the exchange of the battery pack. The patient's main number is disconnected. Support left a message for the patient's daughter. In 2008, support contacted the patient's daughter again to discuss the exchange of the battery pack. Six days later, the patient called lifecor to get a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of the battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified, but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.